Event description:
It was reported that tandem mobi pump battery would not charge and that issue had been occurring intermittently for several days. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of compatible charging pad, cable, and wall adapter with correct alignment, and technical support instructed customer to plug adapter into outlet known to work and leave it connected for at least 30 minutes. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.